Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the water could not be sent due to the blockage of the forceps pipe which is a known inherent risk of the device. The event 4 is detectable and preventable by handling device in accordance with the following instructions for use (IFU). Important information 3.2 inspection of the endoscope 3.6 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited blockage in the wire pipe of the forceps elevator. There was no patient involvement.